Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. Analysis confirmed there was an open connection. As a result, the clinical observations were confirmed.

Event description:
--

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that prior to implant, a capacitor reform test was performed and the result was 22 seconds. The second test brought the device to explant status. Boston scientific technical services (ts) was consulted and agreed the device appeared to be malfunctioning. The device was never given to the physician for implant and a new device was successfully implanted. No adverse patient effects were reported.